Event description:
Description of event: rpn echo-hd-19-c needle cannot be advanced, user changed to a echo-hd-22-c device, the advancement was very difficult, and after one puncture with needle advanced but the needle cannot be advanced into the target area. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Additional questions answered on 07-jan-2026 here is the exact text with numbering, ready for you to copy and paste: 1. Are images of the device or procedure available? Video. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: no. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7. Please describe the size of the intended target site. Unknown. 8. If not with the device in question, how was the procedure performed and/or finished? With a boston scientific needle. 9. Was the device used in a tortuous position? Yes. 10. Are images of the device or procedure available? Yes. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask): 14. What is the endoscope manufacturer and model number that was used? Olympus. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement or needle retraction. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? Yes. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? Yes. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: 1 unit of lot number c2319976 of echo-hd-19-c device involved in this complaint was returned for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 24th of february 2026. Visual inspection: device returned with broken needle below the sheath extender and distal end of needle advanced. Distal end of needle examined and kink observed at 0.5cm from tip of needle. Functional inspection: sheath extender able to advance and retract without issue. Needle handle unable to advance or retract. Equipment used: ruler: ipe0402 (calibration jan 2035). The reported failure was observed. Photographic evidence was provided to support the investigation. Review of the images identified the following: a distal needle kink and proximal needle break is visible in the first photo, and the product label on the second photo. It should be noted that this file is related to another complaint file to capture the proximal needle break. For details of the other investigation please refer to (B)(4). Clarification was requested as follows: ¿as shown in the attached customer photo, could you please confirm when the proximal break occurred - during the procedure or during removal of the device from the scope?¿ several attempts were made to obtain above information. As no clarification was provided additional file was created to capture the proximal break. Should this information become available the file will be updated accordingly. Manufacturing records: prior to distribution all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2319976. A review of the manufacturing records for echo-hd-19-c of lot number c2319976 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. The stylet should not be partially removed prior to advancement of the needle into intended targeted site. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. As per engineering input ¿the use error of the stylet being partially retracted could have contributed to the distal needle kink and the needle advancement difficulty experienced by the user in this case.¿ confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, needle cannot be advanced. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The use error of the stylet being partially retracted could have contributed to the distal needle kink and the needle advancement difficulty experienced by the user in this case. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 6 mar 2026.